Event description:
The report received from the field indicated that during an endovascular procedure, the physician noted that the si brite tip 7f 23cm str catheter sheath introducer (csi) did not track well over the (sheath) guidewire during advancement into the patient. Further inspection noted that the brite tip (distal) end was frayed/split/torn and that there was no smooth transition. The physician used another brite tip 7 x 45 csi to complete the procedure successfully. There was no reported patient injury. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The target lesion was just after the aortic bifurcation at the iliac/femoral artery. No additional information is available.

Manufacturer narrative:
The report received from the field indicated that during an endovascular procedure, the physician encountered difficulty advancing the si brite tip 7f 23cm str catheter sheath introducer (csi) into the patient. Further inspection noted that the brite tip (distal) end was frayed/split/torn and that there was no smooth transition. The physician used another brite tip 7 x 45 csi to complete the procedure successfully. There was no reported patient injury. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The guidewire used for the procedure was the guidewire that comes with the sheath. The target lesion was just after the aortic bifurcation at the iliac/femoral artery. The reporter indicated there were factors in regards to the patient having suspected arterial disease that may have contributed to the reported failure. One non-sterile brite tip 7f sheath introducer str 23 cm cannula and vessel dilator were received inside a plastic bag. No tray was received. The sheath introducer was received frayed/ split-torn on distal tip of cannula sheath. (See attached pictures). Inner and outer diameter of the vessel bts cannula were measured and found within specification. No more anomalies were found on the sheath introducer unit components received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported frayed/split/torn failure on the sheath introducer by the customer was confirmed. The exact cause of the frayed/split-torn and damage condition could not be conclusively determined during the analysis. Neither the analysis nor the DHR review results suggest that the reported failure is related to the manufacturing process. The cannula assy was measured and was found within the expected tolerances. The csi manufacturing process was reviewed and there were no tools, equipment or product handling that could cause frays, split-torns or other type of damages on the csi. In addition, controls are in place to prevent this type of failure from leaving the facility. There are patient's factors (arterial disease) that may have contributed to the reported event. No corrective action will be taken at this time since there are no indications that the complaint is related to manufacturing process.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.